Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot t10123rn. No issues with tni recovery observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. The root cause could not be determined. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported the following occurring for one patient. On (B)(6) 2019, a male patient presented to the customers facility with chest pain. Patient sample was tested on triage and resulted tni <0.05. Istat tni resulted 0.24. Customer repeated the sample on triage and istat. Triage tni resulted again at <0.05 and istat tni = 0.28. Customer stated patient was not treated on triage results; patient was treated on istat results. Patient was transferred and admitted to a higher facility with hypertensive emergency, acute diastolic heart failure and acute renal failure. EKG performed and indicated atrial flutter. Facility reference ranges: triage tni: 0 - <0.05, istat tni: 0 -0.08. No additional information regarding patient available.